Event description:
It was reported that the pcu displayed error code 130.6020. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of a system error during an infusion was confirmed based on the review of the logs; however, this error was not replicated during the investigation. The suspect pcu was disassembled for an internal inspection, and contaminated fluids were observed at the bottom of the front case. The review of the error log of the suspect pcu sn (B)(6) identified an error 130.6020.0 (keyboard failure) on (B)(6) 2024 at 10:31 pm. There were no recorder errors 130.6020.0 on the reported event day. At 3:44 pm, pump module s/n (B)(6) was programmed for ivf maintenance nicu at a rate of 1 ml/h and vtbi of 8 ml. At 6:33 pm, the pump module sn (B)(6) was programmed with ¨dextrose + heparin¨, a rate of 1 ml/h and a vtbi of 20 ml. The infused volumes were cleared, the last recorded pvi of the pump module sn (B)(6) was of 2.593 ml. At 9:08 pm, the pump module sn (B)(6) was programmed with a rate of 2.5 ml/h and a vtbi of 14.946 ml. The pvi recorded was of 5.054 ml. At 10:22 pm ¿ 10:22 pm, the pump module sn (B)(6) was paused, then was restarted and the last pvi recorded was of 7.867 ml. At 10:26 pm, the 4 key of the pcu was pressed. At 10:31 pm, the malfunction occurred. Error code 130.6020.0 (keyboard failure) two known good laboratory pump modules were connected to the suspect pcu and were programmed according to the last infusions recorded in the event log. The infusions were completed as programmed with no errors or interruptions observed during the infusions. A test was conducted in which key_4 was pressed multiple times for 30 minutes. It was also held down to replicate the error, but it was not possible. The keypad functioned as expected. Preventive maintenance was performed on the suspect pcu. The task was observed to have been completed successfully. Per the bd alaris system error tipsheet, the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose or volume to be infused (vtbi). The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pcu displayed error code 130.6020. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of a system error during an infusion was confirmed based on the review of the logs; however, this error was not replicated during the investigation. The suspect pcu was disassembled for an internal inspection, and contaminated fluids were observed at the bottom of the front case. The review of the error log of the suspect pcu sn (B)(6) identified an error 130.6020.0 (keyboard failure) on 14dec2024 at 10:31 pm. There were no recorder errors 130.6020.0 on the reported event day. At 3:44 pm, pump module s/n (B)(6) was programmed for ivf maintenance nicu at a rate of 1 ml/h and vtbi of 8 ml. At 6:33 pm, the pump module sn (B)(6) was programmed with ¨dextrose + heparin¨, a rate of 1 ml/h and a vtbi of 20 ml. The infused volumes were cleared, the last recorded pvi of the pump module sn (B)(6) was of 2.593 ml. At 9:08 pm, the pump module sn (B)(6) was programmed with a rate of 2.5 ml/h and a vtbi of 14.946 ml. The pvi recorded was of 5.054 ml. At 10:22 pm ¿ 10:22 pm, the pump module sn (B)(6) was paused, then was restarted and the last pvi recorded was of 7.867 ml. At 10:26 pm, the 4 key of the pcu was pressed. At 10:31 pm, the malfunction occurred. Error code 130.6020.0 (keyboard failure) two known good laboratory pump modules were connected to the suspect pcu and were programmed according to the last infusions recorded in the event log. The infusions were completed as programmed with no errors or interruptions observed during the infusions. A test was conducted in which key_4 was pressed multiple times for 30 minutes. It was also held down to replicate the error, but it was not possible. The keypad functioned as expected. Preventive maintenance was performed on the suspect pcu. The task was observed to have been completed successfully. Per the bd alaris system error tipsheet, the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose or volume to be infused (vtbi). The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the pcu was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pcu displayed error code 130.6020. There was no patient involvement.